Event description:
The cath lab manager at the hospital reported that a 6f sts angio-seal device was deployed without complication following a cardiac catheterization and stent procedure. The patient tolerated the procedure well. No hematoma was noted and distal pulses were adequate. The patient was transferred with the dressing dry and intact. The patient was administered a heparin (6, 00 units) and integrilin bolus and started on an integrilin drip. Act 292, post heparin. The patient developed a hematoma following deployment and a duplex ultrasound revealed a false aneurysm arising from the anterior wall in association with the puncture site. The false aneurysm persisted despite one hour compression. Integrilin was stopped and the patient was transferred to the operating room for exploration and repair of the common femoral artery and removal of the angio-seal device. The surgeon reported some oozing around the angio-seal device, with a large hematoma which was evacuated. The femoral artery was healthy and not dissected and a standard suture repair was performed. The procedure was well tolerated with no intraoperative complications and minimal blood loss. 5,000 units of heparin were administered intravenously. The sales rep. Reviewed with the deploying physician the probable reasons for the bleeding and hematoma. The physician is certain he did not puncture the posterior wall, but could not be certain that he did not enter the cfa more than once prior to deployment of the angio-seal device. The surgeon felt confident that the bleeding was attributed to the medication administered to the patient. The cardiac cath lab manager stated that the deploying physician was confused on the order of deployment steps.